Event description:
It was reported that the customer had passed away. The mother was calling to find out the decedent's doctor's information so that she can get a hold of the doctor. The caller declined to provide any information. She stated that she would like to speak with the customer's doctor first. The insulin pump information was not verified at the time of the phone call. The insulin pump model number and serial number used on this medwatch report is the information for the last known insulin pump that was issued to the customer. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.